Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
Information received from a health care provider (hcp) via a consumer reported that the hcp had seen some battery malfunctions in the past year from (B)(6) 2014 and had to replace a couple of them. No patient information was available. Follow-up was being conducted to obtain this information; if additional information is received a follow-up report will be sent.